Manufacturer narrative:
The device has not been returned for evaluation to date and no photographic evidence of the reported event was provided. When the device is returned, an evaluation will be performed, and the complaint file will be updated. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history has not been reviewed because the lot number is not known. (B)(4). Per the instructions for use, the user is advised that misuse of multifunction electrodes, use of compromised or altered product, and/ or failure to follow provided instructions may result in patient burns, inadequate delivery of therapy, and/ or loss of ECG trace quality. This issue will continue to be monitored through the complaint system to assure patient safety. H3 other text: device not yet received.

Event description:
The customer reported that the device, 2001z-pc, padpro:zoll dc;transparent,pc (10/cs), was used during defibrillation on (B)(6) 2021 when it was reported ¿conmed pad pro 2001z-pc defibrillator pads attached to zoll r-series defibrillator. Defibrillator displayed ¿poor pad connection¿ message upon powering on device. Nursing staff checked pad cords for proper connection but did have to replace the pads during the event.¿. Further assessment questioning found that the device was being used during an emergency event and an alternate device had to be used for completion of the procedure. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 2001z-pc, padpro:zoll dc; transparent,pc (10/cs), was used during defibrillation on (B)(6) 2021 when it was reported ¿conmed pad pro 2001z-pc defibrillator pads attached to zoll r-series defibrillator. Defibrillator displayed ¿poor pad connection¿ message upon powering on device. Nursing staff checked pad cords for proper connection but did have to replace the pads during the event.¿. Further assessment questioning found that the device was being used during an emergency event and an alternate device had to be used for completion of the procedure. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.